Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 225cc mentor smooth round moderate profile saline, catalog: 3501630, lot: 5721404. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with two 225cc mentor smooth round moderate profile saline breast prostheses, experienced rupture on an unspecified side. As a result, the patient underwent removal on (B)(6) 2019. Deflation without specification of which side had an issue was reported, but two serial numbers were provided: (B)(4) (right) and (B)(4) (left).

Manufacturer narrative:
On 5/7/2019, mentor became aware that the patient was caucasian and the initial procedure was for breast augmentation revision for the ruptured left side implant. The serial number of the suspect medical device was updated to (B)(4). The patient's outcome was full recovery and there was no accompanying symptoms on either side. Concomitant products: 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 5721404 sn: (B)(4). Replacements: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7623489 sn: (B)(4). And (right) catalog: 3501660 lot: 7653348 sn: (B)(4). On 5/23/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed some creases in the anterior and posterior view. Within crease a rupture was observed in the posterior view, measuring approximately 0.3 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).